Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department after receiving therapy from their implantable cardioverter defibrillator (ICD). A remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the device may have delivered an inappropriate therapy for atrial fibrillation with rapid ventricular response (af w/rvr) which the device had detected and treated as a ventricular fibrillation (vf) episode. Additionally the right ventricular (rv) lead displayed intermittent t-wave oversensing (twos) on stored electrograms (egm). Follow up was conducted and no repro gramming has been completed. The device and lead remain in use. No further patient complications have been reported as a result of this event.